Event description:
This device was explanted due to intermittent output. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status bos. 4 charging cycles were recorded to the device memory. The memory content of the device was analyzed. The analysis did not reveal any anomalies. The impedance measurement functions of the ICD were thoroughly tested and proved to be fully functional. Next, the ability of the device to deliver therapies was verified. The antibradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. No intermittent or permanent loss of output was present. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. The analysis did not show any indication of a device malfunction. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.